Event description:
It was reported that two holes were found in a parenteral nurtrition fluid container. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(40. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one sample for evaluation. Visual inspection revealed two marks on one side of the bag. There were no signs of damage on the other side of the bag, opposite the marks. The bag was inflated with air and leak tested under water. A leak was revealed from one of the marks. The reported condition was confirmed; however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.